Event description:
It was reported there was a confirmed motor stall noted in the event logs. The motor stall was caused by having a magnetic resonance image (MRI) at 14:30 and the pump recovered at 16:45. The patient had been experiencing withdrawal and an increase in spasms after the MRI. As of (B)(6) 2013 the patient status was "fine." The pump was being used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).